Event description:
Computer allowed two pts to be assigned to one monitor. Staff pulls up list of monitors available for use when new pt admitted. In this instance- two pts were assigned to same monitor- not discovered for 20 hours. The new pt was observation pt being evaluated for chest pain. He was discharged with non-cardiac diagnosis, so no harm was done in this case. Potential for serious or life threatening situation if this would reoccur. Marquette personnel and biomedical personnel have tried to duplicate this problem and have been unable to do so. Monitor tech who had the problem has not been available to re-in-act this incident. Nurse manager of unit noted they had found three monitors that would allow this to happen. Monitor techs have changed practice to better account for number of monitors being utilized. This will allow a double check rather than relying solely on a software assignment.